Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was due to occlusions. Customer administered a manual injection to address high bg. Customer performed a supply change to address the issue.